Event description:
Some time after initial implantation with ais-c cervical standalone system devices it was reported that x-rays were performed that showed anchor migration resulting in removal/revision surgery. The reported event was unable to be confirmed due to limited information received.

Manufacturer narrative:
An initial complaint from the united arab emirates was received on december 5, 2022 that reported "serious complications" after implantation of the ais-c cervical standalone system (refer to MDR #s 3008455034-2022-00016 & 3008455034-2023-00002). Four attempts at reaching the complainant for additional information were made. Due to a lack of comprehension (complainant is not fluent in english), all communications were initiated via email. These included emails sent december 15, 2022, december 29, 2022, january 5, 2023, and january 16, 2023. On january 24, 2023, a response to our investigation was received that is summarized below: two surgeons, dr. (B)(6) (B)(6) hospital) and dr. (B)(6) (B)(6) hospital), implanted five (5) patients with ais-c cervical standalone system devices. Some time after implantation, one (1) patient began experiencing hematemesis and upon examination was found to have a perforated esophagus (refer to MDR 3008455034-2023-00003). Additionally, anchor migration was reported in two (2) additional patients that resulted in revision/removal of the ais-c cervical standalone system devices (this MDR and MDR # 3008455034-2023-00004). The reported event was unable to be confirmed due to limited information received. The implanted parts and associated lot numbers involved in the event were not available, however a review of the manufacturing records for all lots of devices sent to the complainant was performed and no anomalies were found. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not sufficiently provided. There are warnings in the ais-c cervical standalone system instructions for use and surgical technique documentation that state that "the integrated fixation anchors may not provide adequate stability for all situations. The surgeon should consider the appropriate fixation required for each patient and determine if additional supplemental fixation (e.g. Anterior plate, posterior cervical screw) may be needed." Additionally, upon completion of the implantation, "visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. If the anchors did not fully deploy, an anchor finisher is available for use." There are also warnings that this type of event can occur. "Possible adverse effects include anterior or posterior migration of the implant and a loss of fixation." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.